Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Console turned on with no issues. Pump primed with no issues. The complainant reported that when the pump was inserted into the body across the aortic valve and into the left ventricle, wire was removed and pump was turned on. Shortly after pump was started there was a white alarm that popped up on the console saying purge flow increased. It resolved right away, and the purge flow at that moment read 11.7. Staff continued to watch and monitor the purge flow and pressure for the remainder of the case. There were no alarms present for the remainder of the case. Purge flow and pressure stayed in normal limits. No patient harm has been reported.

Manufacturer narrative:
D9: added devices return information.